Event description:
It was reported that during a cryoplasty procedure a balloon rupture occurred. The restenosed, moderately calcified lesion was located in a previously implanted unknown stent in the popliteal artery. The physician completed the first treatment cycle and repositioned the balloon proximally. Then the physician started the second treatment cycle and the balloon ruptured. The physician experienced difficulty removing the balloon through the sheath, but successfully removed the device intact. There were no patient complications. It is reported that the procedure had a successful outcome. Patient status is reported as "ok" .

Manufacturer narrative:
Event date: week of (B)(6), 2010 device evaluation: examination of the returned catheter revealed kinks in the shaft at 567, 825 and 1,090 mm from the manifold strain relief exit. Blood was observed in the connectors, guide wire lumen, stop cock assembly and between the inner and outer balloons. The catheter was threaded with a guidewire with no problems. During functional testing the catheter was connected to a test inflation device and performed the first treatment cycle with no errors; however a stream of bubbles was observed coming from the balloon. A second treatment cycle was performed and a check catheter error occurred. A third treatment cycle was performed with no errors; however blood was expelled from the balloon indicating that the catheter has a pin hole in the inner or outer balloon. A fourth cycle was performed with no errors and no blood or bubbles were observed. The test inflation device was plugged into the download computer and the downloaded data indicated that a temperature error occurred on the second inflation. Leak tests were performed and no leaks were found in the guidewire lumen, shaft, manifold, or connector assemblies. The inner and outer balloons were pressurized and a fine stream of bubbles was observed coming from the outer balloon. The outer balloon was then pressurized and the balloon did not inflate. Visual inspection of the outer balloon showed a tiny pinhole. The inner balloon was pressurized and no leaks were found on the inner balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).